Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin-I ultra result is unknown. The instrument is performing within specifications and no further evaluation of the device is required.

Event description:
Discordant troponin-I ultra result of 0.243 and 0.003 was obtained on a patient sample. The result of 0.003 was reported to the physician. The sample was retested and the results of 0.006 and <0.000 were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin-I ultra result. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin-I ultra result is unknown.